Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable home choice cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line without an alarm while using homechoice (hc) machine. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The hp was connected at the time of the event. The care giver (cg) reported air bubbles in the patient line but could not identify any obvious issues with the supplies that would cause or contribute to the air. The technical services representative (tsr) advised the cg to contact the pd registered nurse regarding pd therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.